Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, multiple attempts were made to penetrate the septum; however, the left bundle branch pacing (lbbp) lead advanced in a direction parallel to the septum. The lbbp lead helix was found to be bent and became further stretched during retrieval, rendering the helix unable to retract. An alternate catheter was used to extract the lead. The lbbp lead was removed and replaced. The patient remained in stable condition.